Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo distal left anterior descending (lad) the 2.75 x 33 multi-link 8 (ml8) stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the device was pushed several times in an attempt to cross the lesion and the proximal shaft became separated. The device was removed and discarded. A different 2.75 x 33 mm ml8 sds was used successfully in the procedure without issue. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.